Event description:
It was reported that during a device replacement procedure, the superior vena cava (svc) pin of the right ventricular (rv) lead became stuck in the header of the replacement device. The physician attempted to unscrew the setcrew to no avail. The device and rv lead remain in use. No patient complications have been reported as a result of this event.